Manufacturer narrative:
On (B)(6) 2021, it was found that the date of explantation was reported in error. Manufacturer's reference number:(B)(4), it was found that the date of explanation was reported as (B)(6) 2021. However, the patient underwent unilateral removal and replacement for the contralateral side only, and the implant reported on this report was not explanted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (right: 475cc, left: 450cc) experienced right-sided grade iii capsular contracture and left-sided lymphadenopathy postoperatively. At a consultation held on (B)(6) 2020, the patient stated that she had a swollen lymph node in left axilla ,and her primary care doctor prescribed antibiotics. At another consultation on (B)(6) 2020, the patient stated that she experienced right-sided breast pain, and her right breast was locating higher than the left side. The diagnosis was confirmed via physical examination. As a result, the patient underwent unilateral removal and replacement with an unspecified breast implant for the right side on (B)(6) 2021. This report is for the left-sided prosthesis.